Event description:
Ous MDR - five weeks post implantation, a lead dislodgement was reported during a follow up on (B)(6) 2014. On (B)(6) 2014 - the date of the planned revision procedure - the physician was informed that the patient had died due to unknown cause on (B)(6) 2014. Neither leads nor the device (model / sn not reported) were returned for interrogation / analysis. As per today, no further information was provided. Should more details become available, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.